Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting due to failing flexvision pc. The philips engineer replaced the flexvision-pc, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system would not boot up. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that flexvision pc was failing. The flexvision pc has been replaced that the system was returned to use in good working order.